Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: b2, b5, h1 - information was inadvertently not included in our previous report, h6 (annex g). Event description as reported, during the removal of urethral stones via the urethra, a flexor parallel ureteral access sheath and dilators was advanced over a non cook wire guide using the traditional placement technique. Resistance was felt at around u1 (upper ureter), and under fluoroscopic guidance, the user was unable to determine the position of the slit during use. The wire guide tore the slit of the dilator and was sticking out of the dilator while advancing the urinary duct without a lot of force. Advancement of the device was stopped and the device was removed. The flexor parallel ureteral access sheath and dilators was inserted again in the same way and resistance was felt again, at around u1. The user then performed a urethrography and observed leakage of the contrast medium into the retroperitoneum indicating ureter damage. Ureteral damage was confirmed via the endoscope when the sheath and endoscope were retrieved. No stent had been placed in the ureter prior to the procedure. The patient's ureter was narrow and it was very difficult to advance the device. The user completed the procedure with the complaint device. The patient required a ureteral stent placed due to the injury. Investigation ¿ evaluation reviews of documentation including quality control procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU provides the following information to the user: precautions never use undue force for placement of this device. During placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is required for best performance. Traditional placement technique 1. Place a .035 inch (089 mm) or 038 inch (0.97 mm) diameter stiff wire guide the desired length into the ureter to establish a working tract. 2. Ensure the dilator is securely locked onto the instrument adapter, allowing the dilator/sheath assembly to be placed as a single unit with one hand. 3. Grasp the sheath just below the instrument adapter and advance the distal tip of the dilator/sheath assembly over the wire guide and into the ureter. 4. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. 5. While holding the flexor sheath in position, unlock the fitting and remove the dilator and wire. Note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve). 6. Introduce the desired instrument as needed. 7. Suture may be utilized to secure the adapter externally. Suture holes are located on the instrument adapter. From the provided information, the standard technique was being used and the wire guide slipped from a hole in the distal end of the dilator into the slit on the side of the dilator that is used for the rapid release technique. The review of the IFU supplied with the device found possible issues that may have caused or contributed to the issue: 1) use of a flexible wire guide; the information stated by the user was that a terumo 0.035inch radifocus 150cm straight wire guide ((B)(6)) was used in the procedure. A review of the product information for the terumo radiofocus wire guide found that it is specified as a vascular system product with a highly flexible tip. The IFU for the flexor parallel ureteral access sheath and dilators specifies using a stiff wire guide and that the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. It appears the user selected a vascular wire guide that was not stiff. 2) orientation of the wire guide: the IFU specifies "the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve)." The information supplied by the user stated that the patient ureter was narrow, and that the user could not determine the position of the slit during use. Although the review of the IFU found possible causes and/or contributing factors for the reported issue, the cause could not be conclusively determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous medwatch report. The user was unable to determine the position of the slit during use. The wire guide tore the slit of the dilator and was sticking out of the dilator while advancing the urinary duct without a lot of force.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant medical products: terumo radifocus 0.035inch 150cm straight wire guide. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during the removal of urethral stones via the urethra, a flexor parallel ureteral access sheath and dilators was advanced over a non cook wire guide using the traditional placement technique. Resistance was felt at around u1 (upper ureter), and under fluoroscopic guidance, the user observed that the wire guide slipped out of the dilator slit. Advancement of the device was stopped and the device was removed. The flexor parallel ureteral access sheath and dilators was inserted again in the same way and resistance was felt again, at around u1. The wire guide may have slipped out from the dilator slit, however, this could not be confirmed under fluoroscopic guidance this time. During the procedure, the user performed urethrography and observed leakage of the contrast medium to the retroperitoneum, therefore, ureter damage was suspected. They were unable to determine if the suspected ureter damage was due to advancement of the sheath. No stent had been placed in the ureter prior to the procedure. The patient's ureter was narrow and it was very difficult to advance the device. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
It was reported that there was ureteral damage due to the wire guide slipping from the dilator slit when the dilator was advanced by traditional placement technique. The ureteral damage was confirmed via the endoscope when the sheath and endoscope were retrieved. The user completed the procedure with the complaint device. The patient required a ureteral stent placed due to the injury.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.